Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06759. It was reported that the patient was experiencing ipg pocket site pain. A pocket revision was performed on (B)(6) 2022 to rectify the patient issue. A damage/unused lead was also removed during surgery. Therapy was restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section d6b: remove explant date. Section h6: codes updated.

Event description:
Additional information was received indicating that the patient's ipg was not explanted during their (B)(6) 2022 ipg revision.